Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an in-clinic follow-up, the right atrial (ra) lead exhibited an insulation breach, noise, an unspecified impedance problem, and high capture thresholds. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.